Event description:
It was reported to boston scientific corporation that a spy ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedures for the treatment of stenosis in the bile duct performed on (B)(6) 2024, during the preparation, the spy ds controller shuts down after twenty-three seconds of usage. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the physician phone number is (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.